Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Additional information was received from a field representative that the patient had a hematoma. There were no additional adverse effects reported. The previously abaondoned atrial lead remained capped.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.